Manufacturer narrative:
Product analysis summary: the device returned with a crack evident to the front side of the luer. The balloon folds were expanded, and contrast was evident in both the balloon and the inflation lumen. The device failed negative prep. Upon pressurization, liquid was observed exiting the cracked luer, therefore the device would not maintain pressure. Multiple kinks were evident to the proximal portion of the distal shaft. Slight deformation was evident to the distal tip. No other damage was evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A sprinter legend rx ptca balloon catheter was used during a procedure. The sprinter legend was inspected with no issues noted. Negative prep was performed with no issues. The lesion was not pre-dilated. The sprinter legend did not pass through a previously deployed stent. Resistance was not encountered. Excessive force was not used during delivery. It was reported that the luer of the sprinter legend cracked during the first inflation at 8 atm. The patient was reported to be alive with no injury.

Manufacturer narrative:
Additional information: there were no difficulties noted when attaching the luer of the sprinter legend directly to the non-medtronic inflation device. If information is provided in the future, a supplemental report will be issued.